Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Health effect - clinical code: (B)(4). Component code: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created due to unf and medical records receipt through the cd shipment received last aug 17, 2021. The pc ad and ra awareness date is being updated to aug 25, 2021 which is file review date. After review of the medical records the patient was revised due to recurrent right prosthetic hip instability, dislocation and impingement. Operative note reported large joint effusion, 1 fluid specimen and 3 synovial specimen for culture and no anterior capsule intact. Revised cup and add some anteversion and abduction relative to the original cup position and place dual mobility articulation. Head, cup and liner were revised. Clinical visit reported dislocated hip multiple times and sustained an it band tear and pain. Metal on metal to a polyethylene and ceramic implant with 3 dislocation postoperatively. Patient is with knee immobilizer on the right knee had pain and mild discomfort. Doi: (B)(6) 2019; dor: (B)(6) 2020; right hip second revision.